Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that there was a collapsed bd vacutainer® ppt¿ plasma preparation tube k2e. There was no report of exposure, injury or medical intervention.

Event description:
It was reported that there was a collapsed bd vacutainer® ppt¿ plasma preparation tube k2e. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for lipout with the incident lot was observed. Additionally, evaluation of the customer samples was performed and lipout was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos, the customer¿s indicated failure mode for lipout with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and lipout was observed. Based on the investigation, the most likely root cause is a tube was slightly off center when going through the assembly line causing a pin or tray lid to come down on the tube wall and hence causing a lipout. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.